Manufacturer narrative:
The reported event of difficulty tightening then untightening the rv-setscrew was confirmed. Analysis revealed the user of the torque wrench was incorrectly inserting the wrench causing the wrench to strip the setscrew inset. After the setscrew is stripped it cannot be tightened and there will be difficulty loosening it. The user then forced the wrench into the inset trying to engage the setscrew, but this wedged the corners of the wrench tip in the inset walls sticking the setscrew to the wrench tip. The setscrew stuck to the wrench was then pulled out of the device through the septum. The problem is related to the user¿s incorrect use of the wrench. The setscrew anomaly was consistent with having occurred during the procedure

Event description:
It was reported that during the initial implant procedure, the set screw was unable to be loosened resulting in difficulty disconnecting the lead from the device. Additional force was applied and the set screw was removed from the header, attached to the hex wrench. The device was not implanted and was replaced to resolve the event. The patient was in stable condition.